Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages/check te pad messages) has been confirmed. Upon investigation, the tti circuitry in the monitor was out of calibration. The root cause for the out of calibration circuitry was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A monitor was returned to the distributor and it was reported that the monitor was causing frequent "adjust belt" messages and "check therapy electrode" messages.